Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found: the bending section cover has a scratch, the adhesive on the bending section cover has a chip, due to damage to the forceps elevator and lock engagement lever (surgical products), the bending section cannot be fixed firmly, the control unit has a scratch, and the grip has a scratch. Protector of universal cord on control section side has a scratch; up/down angulation lever plate has a scratch; right/left plate has a scratch; right/left lever has a scratch; alternating current ring has a scratch; angulation lever has a scratch; light guide connector has a scratch; light guide cover glass has a scratch; video connector case has a scratch; video connector has a scratch; switch 1 has a scratch. Switch 1 has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope image was not displayed, indicating the presence of a black reproduction. The issue was found during preparation for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely no image was caused by breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a conclusive root cause could not be determined. The device's instruction manual provides the following warnings which may help to detect/prevent the issue: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system - confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.